Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that due to the patient's history of allergy to adhesives, only sterile gauze and bandages were used after the implant procedure. Subsequently, the patient developed a hole in the wound and an infection. The patient was given antibiotics and the device was explanted. Since the patient was receiving effective pain relief prior to explant, the patient wants to be re-implanted in the future. There have been no reports of further complications regarding this event.